Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Beeping tones were emitted. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. Additional information indicated that this ICD continued to deplete in a predictable yet accelerated manner. Conservative modeling indicated that the device is not expected to reach elective replacement indicator (eri) battery status within the next 90 days. Device replacement or reassessment of battery status in 90 days was recommended.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Beeping tones were emitted. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Beeping tones were emitted. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. Additional information indicated that this ICD continued to deplete in a predictable yet accelerated manner. Conservative modeling indicated that the device is not expected to reach elective replacement indicator (eri) battery status within the next 90 days. Device replacement or reassessment of battery status in 90 days was recommended.